Event description:
It was reported per medwatch that the pt was undergoing diagnostic angiography with possible ptca. Pt was admitted to the cath lab alert, oriented and pain free. Bp was 177/93, pulse was 110. Pt was found to have ab occlusion of the left circumflex coronary artery. While pt was being prepared for ptca, another MFR's coronary guide catheter was inserted into the left main. Pt began to complain of chest and back pain and was treated with dilaudid and versed. Another MFR's stent was placed in the distal left circumflex. Pt bp dropped to 96/52 and pt became unresponsive. A "code blue" was called. Pt was given multiple medciations including heparin, dopamine, epinephrine, lidocaine, sodium bicarbonate, atropine and levophed. Pt was intubated on the third attempt and defibrillated several times during resuscitation efforts. The cause of death was listed as sudden occlusion of the left main stem artery and myocaridal infarction. There was no indication that death was related to equipment malfunction. Same case as MFR's report 6000093-2002-00016.